Event description:
Information received by medtronic indicated that the insulin pump had scratch on the liquid crystal display screen and case. Customer stated that the extent of scratch was all over the screen. Customer was unable to read the display. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.